Event description:
Via third party lawsuit, personal representative and/or administrator for the estate of patient reported that after receiving hemodialysis treatment with a psn 170 dialyzer in 2001, the patient suffered cardiac arrest and died. No additional incident detail is available.